Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, the yellow cap broke leaving some parts inside. As per the user facility, they used the one manifold or stopcock that worked. No known impact or consequence to patient. The product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 21, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The actual sample was visually inspected and confirmed that the two caps on the manifold were broken with a piece stuck in the ports. A retention sample was not able to be reviewed as the lot number was not provided. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage was caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.